Manufacturer narrative:
Product event summary: the complaint could not be confirmed, the programmer booted in an acceptable amount of time, showed no errors in log files, and had a healthy hard drive. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, as a preventative measure, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to boot up, and was prone to freezing and powering down, even during patient sessions. The programmer was returned for service. No patient complications have been reported as a result of this event.